Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was sitting at home when her stomach started "jumping" and "shocking her." She got a painful "pulsing up and down" every 4-6 seconds. This started on (B)(6) 2012 at 10 p.m. The patient's voltage had been increased the on (B)(6) 2012 from 7 volts to 9. It was noted that the patient's first gastroparesis attack was on (B)(6) 2012 and that she was hospitalized; the patient was discharged two days after. The patient's physician was contacted and the patient went to the ER on (B)(6) 2012 later in the night and had the device turned off. No further troubleshooting was done. It was planned that the patient was to see her physician later that day. Additional information received reported that the patient never had therapeutic effect. The patient had a complaint about "rhythm spasms" near her implantable neurostimulator (ins) site which would go away when the ins was turned off. The patient had a return of nausea and vomiting. The patient was programmed to a stimulation amplitude of 9 volts, a pulse width of 330 microseconds, a stimulation interval of on 1 second/off 4 seconds, and an electrode configuration of 3+, 2-; measure impedance was 528 ohms. Past impedances measured were 479 ohms in (B)(6) 2012 and 546 ohms in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the cause of the event was unknown. Abnormal impedance measurements were consistent with fluid intrusion to the lead connection at the neurostimulator. It was noted there was a device replacement pending. It was reported there was no hospitalization and no injury.

Event description:
Additional information received reported the patient's device was replaced in (B)(6) 2012 due to a screw that was loose and fluid got in which caused shocking.

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Patient and device codes were updated to the existing coding structure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states her first enterra was changed out in (B)(6) 2012 due to a screw that was loose and fluid got in and caused shocking.